Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an external blood leakage from the access pod of a prismaflex m100 set. The blood leak occurred after the membrane broke during patient treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph and a video of the sample was provided for evaluation. The visual inspection of the provided pictures and video shows that there was blood leakage at the access pod. Blood was observed outside of the pod membrane. The reported condition was confirmed. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.